Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. As returned, it is noted that the tip of the sled is bent at about a 45 degree angle from where it should be. No implants were returned with the device. As noted in the complaint, the sutures were cut by the surgeon and removed from the patient. The packaging was reviewed to determine if the damage may have occurred during shipping. There is no notable damage to the tyvek or outer box in the area where the tip of the device would have been placed. The bent tip would explain the reported event; therefore, the complaint is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly.

Event description:
It was reported that during surgery, the product's trigger couldn't pull smoothly. Therefore, the surgeon cut off the suture and pulled out the product. Subsequently, the surgeon opened an alternative one to complete the surgery.